Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump buttons were unresponsive. The insulin pump had not been dropped or bumped or exposed to moisture. The blood glucose reading was 10 mmol/l.

Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to the connector on the lcd board fully unlocked also, moisture damage was found on all electronic assemblies and motor assembly noted. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube and cracked battery tube threads.